Event description:
It was reported that the skin graft mesher is not meshing the graft. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned for evaluation and it was determined that the unit did not meet calibration specs. It was also determined that one side of the unit was loose.